Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Customer reported that the type of fluid or moisture exposure to the pump was water. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, moisture damage on electronics assembly and minor scratches on display window noted.